Manufacturer narrative:
Manufacturer's investigation conclusion. A specific cause for the reported events, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively be determined through this evaluation. It was reported that the patient presented to the hospital with shortness of breath (sob) and fluid overload. The patient was found to be in ventricular fibrillation (vf). It was also noted that clots were found on the right side of the heart and aortic valve. The patient was shocked out of vf and was transferred to the cardiac intensive care unit (ICU) for management and treatment of end organ failure. The controller event log file contained data from 25sep2021 through 30sep2021. No notable events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), with no further reported issues at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. This IFU lists cardiac arrhythmia, thromboembolism, and multiple types of organ dysfunctions/failures as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Additionally, the IFU lists thromboembolism as a potential late postimplant complication and provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient present to the hospital with shortness of breath (sob) and fluid overload. At the time of arrival, the patient was found to be in ventricular fibrillation (vf). Of note, clots were found on the right side of the heart and on the aortic valve. A review of the log file found no unusual events recorded in the log file event history.